Event description:
Information was reported by the consumer via the company representative regarding a patient receiving morphine from their implanted pump. The indication for use was spinal pain. On (B)(6) 2016 it was reported that an empty pump alarm had occurred. The date of the event was (B)(6) 2016. The patient did not have a managing physician for the pump so a refill had not been performed. It was reported that the pump was to be explanted next week and they want to permanently disable the pump. No patient symptoms were reported. The patient was currently being managed with oral morphine through their primary care physician. Additional information was reported by the rep, the pump had been permanently disabled. On (B)(6) 2016 additional information was reported by the rep. The patient had been discharged by their physician due to too many missed appointments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.